Manufacturer narrative:
Device analysis completion: based on the product analysis performed, the assessments of the codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) no additional observations performed on the device. No further actions are required.

Event description:
Physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported rupture. The device has been explanted. This record relates to the right side.